Event description:
The customer contacted stryker to report that their device was unable to deliver a shock for defibrillation during a patient event. The customer reported that multiple attempts to defibrillate were made but one shock failed to be delivered to the patient. In addition it was observed that one defibrillation shut the monitor off and the device had to be powered back on. After the call, the device was able to successfully shock into a test load. The customer advised that the patient's chest hair caught fire briefly upon initial defibrillation from an arc between the defibrillation electrodes, however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was unable to deliver a shock for defibrillation during a patient event. The customer reported that multiple attempts to defibrillate were made but one shock failed to be delivered to the patient. In addition it was observed that one defibrillation shut the monitor off and the device had to be powered back on. After the call, the device was able to successfully shock into a test load. The customer advised that the patient's chest hair caught fire briefly upon initial defibrillation from an arc between the defibrillation electrodes, however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker evaluated the customers device and was unable to duplicate the reported issue. Stryker downloaded the electronic records from the device and verified the inappropriate loss of power. Stryker recommended replacing the power pcb assembly, however that part is no longer available. Stryker scrapped the device and sent the power pcb for further evaluation. Stryker further evaluated the removed power pcb assembly and was unable to duplicate the reported issues. The cause of the reported issues could not be determined.